Event description:
A lotus valve size 27mm was implanted over the safari wire 300cm length small curve. Introduction of the lotus device over the safari wire went very easy and with no issue after the implant of the lotus valve and when retrieving the catheter over the wire, we couldn't get the catheter back over the guide wire and couldn't take it out of the patient. The catheter was still in the ascending aorta of the patient, the proximal small curve of the guide wire was still in the left ventricle. But we needed to take out the guide wire together with the catheter out of the patient once the cath + guide wire out of the patient we took out the guidewire at the nosecone. We tried another guidewire in the catheter, no issue the problem was really at the level of the guidewire at the level of the curve. No further action was needed.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. Product is distributed as safari tavr. It was reported that the device involved in this incident is available to be returned for evaluation. It had not been received at the time of this report. Should the device be received a follow-up medwatch will be provided.